Event description:
A malfunction was reported on a customer's pump, and it did not adversely impact the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction code recurred. As a resolution, technical support arranged for a replacement pump to be sent to the customer. They provided instructions on returning the faulty pump and setting up the replacement, including programming settings and connecting the continuous glucose monitoring system.